Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board and the monitor cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor display was not working. The system was unable to display live images, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.